Event description:
It was reported that a shaft rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified coronary vessel. A 10/3.50 flextome cutting balloon monorail was used to treat the target lesion. During procedure, the balloon did not inflate therefore the device was removed from the patient. Balloon inflation was done outside of the patient and it was noted that the contrast media leaked from the proximal shaft of the balloon and physician suspected that the shaft ruptured. Procedure was completed with another device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received for analysis. It was observed that the returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the proximal balloon cone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified coronary vessel. A 10/3.50 flextome cutting balloon monorail was used to treat the target lesion. During procedure, the balloon did not inflate therefore the device was removed from the patient. Balloon inflation was done outside of the patient and it was noted that the contrast media leaked from the proximal shaft of the balloon and physician suspected that the shaft ruptured. Procedure was completed with another device. No patient complications were reported and the patients' status is good.